Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic hysterectomy procedure, the instrument was difficult to close. The approximating lever broke. The surgeon applied another device without pt injury.